Event description:
Legal case: patient ID: (B)(6). Patient complained of pain. Loose femur. Experience report - USA it was reported that a 71 yo male patient, initial right knee. Implant date, (B)(6) 2014, was revised on (B)(6) 2023, approximately 8 years 10 months post the initial procedure, the patient complained of pain. Loose femur indicated on the report provided. Patient was last known to be in stable condition following the event. No device returns anticipated. Reason reported, ¿chain of command. Due to recall hospital will not release implants.¿ no further information. Patient revised to exactech devices? Yes. No breakage of device or surgical delay/prolongation. No other patient information/medical history reported. Product not returning - chain of command. Due to recall hospital will not release implants. The revision reported in case-2023-00007604 may have been the result of polyethylene wear, femoral loosening, and pain. The prosthesis wear may have been the result of malalignment between the femoral and tibial components, third body wear, instability, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) femoral loosening may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone. However, this cannot be confirmed as the device(s) were not returned for evaluation and operative notes were not provided. (B)(6), 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm: serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(6), 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm: serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883. Concomitants: (B)(6), 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6), 200-02-41 - three peg patella 41mm. (B)(6), 200-02-41 - three peg patella 41mm. (B)(6) 2023, (B)(6) ¿ upon investigation it was discovered that (B)(4) is a duplicate of case- 2023-00007604. Concomitant components identified as identical for both cases. Additional/new information will be captured in case-2023-00007604 and reported under MFR# 1038671-2023-00399. Case- 2023-00009645 has been closed. (B)(6) 2024, (B)(6), rn-there is no information to alter the reportability assessments/severity/investigation results.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6), 200-02-41 - three peg patella 41mm. (B)(6), 200-02-41 - three peg patella 41mm. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening and inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.